Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of driveline disconnect and backup battery fault alarms were confirmed by review of the submitted log file from the heartmate 3 system controller (serial number: (B)(6). The log file contained approximately 3 days of information (08jun2024 to 11jun2024 per timestamp). A backup battery fault alarm activated at 20:58:26 on 10jun2024 due to the backup battery not passing the load test. At the time of the alarm¿s activation, the unloaded voltage of the battery was measured to be below the designed threshold. The controller¿s ability to operate the pump was unaffected by the backup battery fault alarm, and this alarm stayed active throughout the remainder of the data. Later on, 10jun2024, driveline disconnect alarms were observed from 21:26:06 to 21:26:56 and 21:27:18 to 21:28:05. These alarms resolved when it appeared that the driveline was reconnected securely to the controller. Provided information indicated that the backup battery fault alarm resolved with the exchange of the 11v backup battery (serial number: (B)(6). The exchanged battery was returned to abbott for further evaluation. During functional testing, the battery was able to support operation of a mock circulatory loop without issue. Atypical alarms were not able to be reproduced, and the returned battery was able to pass multiple load tests when installed in a test controller. Multiple attempts were made to inquire about the reason for the driveline disconnects, but no information was provided. The root cause of the observed driveline disconnect alarms could not be conclusively determined. The root cause of the backup battery fault alarm was determined to be the battery not passing the load test. A corrective and preventative action (CAPA) has been implemented to address the issue of backup battery fault alarms due to the load test not passing. The system controller associated with this event, serial number (B)(6), was manufactured prior to the implementation of the CAPA. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline disconnect and backup battery fault alarms. Heartmate 3 patient handbook (rev. D) section 2 entitled ¿how your heart pump works¿ instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Heartmate 3 patient handbook (rev. D) and heartmate 3 instructions for use (IFU) (rev. C) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. These sections explain how to properly switch between power sources. Heartmate 3 patient handbook (rev. D) and heartmate 3 instructions for use (IFU) (rev. C) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the left ventricular assist device (lvad) event log file captured a pump reset event on (B)(6) 2024 at 22:20:22, which was not captured in the controller event log file. It appeared the pump had been connected to a different system controller at the time and a system controller exchange occurred. The timestamps of the two system controllers did not appear to be in sync. Another pump reset event was noted at 21:28:06 that appeared to be consistent with the second pump stop event recorded in the controller event log file, indicating that the pump was reconnected to the primary system controller.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced backup battery fault alarms the previous night and stated that they started around 9:00 or 9:30 pm. The emergency backup battery (ebb) was replaced, and the alarms resolved. Log files confirmed backup battery fault alarms on (B)(6) 2024 due to the ebb failing the load test. Two pump stops were also noted due to the driveline being briefly disconnected.

Manufacturer narrative:
D9- the 11v backup battery was received only. No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.